Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI while getting some tests at the hospital for unrelated issues. Reviewed the alarm history and found several error alarms. Ran a displacement test and the test failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.